Manufacturer narrative:
Lot release records were reviewed, and the product lot met all acceptance criteria. The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported needle mechanism failure. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose rose to 20 mmol/l (360 mg/dl) between 25 and 36 hours of wearing the pod. The reporter confirmed the cannula had inserted into their skin at the pod site but the pod stopped delivering insulin. It was further reported that the pink slide did not move forward, indicating a needle mechanism failure. Upon removal of the pod, the cannula was visible. As treatment, a new pod was applied.

Manufacturer narrative:
The received device had the cannula assembly fully deployed and the pink slide insert was visible in the viewing window. The download data showed that the pod completed both priming sequences, ran for 2450 pulses before being deactivated by the user. The needle mechanism was reset and found to deploy properly. No damages or defects were observed that would result in the needle mechanism failure. The exposed portion of the soft cannula was observed to be flattened. During the investigation, this damage did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed during the leak test. Although the cannula was damaged, the timing and cause of the damage is unknown.